Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the insulin gauge displayed a static number of 45 units after initially filling the cartridge with 150 units of insulin. Review of pump data showed that the fill estimate was accurate. Multiple attempts were made by tandem's technical support to follow up for additional information; however, no additional information regarding this event was provided. There was no impact to the customer's blood glucose level.